Manufacturer narrative:
One medfusion pump was received with the bottom case missing 3 rubber feet, a cracked battery bay, and right plunger case. The event history log was reviewed, and there was a check syringe plunger sensor error. The power up process was conducted. The syringe plunger sensor was also checked and tested. The "check syringe plunger" error was found only when the plunger head was pressed tightly against the pump causing the flippers to rest on the ear clip power up test. The left plunger case was replaced as a preventative measure. The cause of the issue is known, and is design- related.

Event description:
Information was received indicating that a smiths medical medfusion pump had a check syringe plunger error. There was no reported adverse event.